Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified artery. During use, the tip of a balance middleweight (bmw) guide wire separated. The tip was removed; however, it is unknown the method of removal. The patient is doing well. There was no clinically significant delay in the procedure. No additional information was provided.